Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. The balloon was tightly folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There were no issues detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in mid left anterior descending artery. A 2.50mm x 12mm maverick balloon catheter was advanced for dilatation. However, during inflation under nominal pressure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in mid left anterior descending artery. A 2.50mm x 12mm maverick balloon catheter was advanced for dilatation. However, during inflation under nominal pressure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.